Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery, lysis of intestinal adhesions, small intestine segmental resection, appendectomy on (B)(6) 2017 during which the surgeon noted ¿a loop of small bowel fused to the abdominal wall mesh, which would not be safely dissected laparoscopically. Surgeon noted a closed loop chronic obstruction caused by thick, chronic adhesions.¿ it was reported that the patient experienced severe pain, hernia recurrence, severe adhesions, bowel obstructions, bowel resection, organ damage, nausea, vomiting, chills, inflammation, scarring, disfigurement, infection, abscess, loss of appetite, stress and anxiety. No additional information is provided.